Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer causing a acquisition 40 and acquisition 0 error messages. The transducer was returned, and an investigation was performed. The system errors could not be reproduced during the investigation. However, destructive analysis found an abnormal voltage and traces of corrosion, and an electrical short was found in distal flex. This can lead to image quality problems and system errors in the transducer. Therefore, the probable cause of this issue was determined to be distal flex electrical short because of insufficient flex reliability; this is related to design. A change to the distal flex soldermask was made because of material quality in soldermask. This change was made in december 2016. Although this issue occured post-corrective action, there has not been a trend for 10 months. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after a male patient was put under anesthesia, the doctor performed transesophageal echocardiography (tee) procedure on him. In the middle of the procedure, the transducer generated usacquisitionhw_40 and usacquisitionhw_0 error messages. The doctor removed the transducer from the patient and attempted to reboot the ultrasound system. The reboot was unsuccessful so the doctor used a similar but different system and then reinserted a new transducer into the patient to complete the tee. There was a delay of 25 minutes while the replacement transducer was prepared. There was no loss of data and there was no patient adverse event reported. No additional information was provided.